Manufacturer narrative:
.

Event description:
In 2009, the nurse (rn) of the home patient (hp) contacted a technical service representative (tsr) and reported an increased intraperitoneal volume (iipv) may have occurred during use of the homechoice system for automated peritoneal dialysis (apd) therapy. The incident was reviewed over the phone with the tsr, which revealed the hp felt "overfilled" that morning at the end of the therapy and subsequently performed a manual drain, removing over 6000mls of fluid. The rn was not near the cycler at the time of the call to review therapy information and requested a device swap. The tsr subsequently swapped the customer's device. The rn indicated that the hp came to the clinic that morning and reportedly experienced some residual pain. Follow up with the dialysis center rn eleven days later revealed the hp's cycler was programmed for a total therapy volume of 12000mls, fill volume of 3000mls, and a last fill volume of 3000mls. According to the rn, the hp's pain has since resolved and there was no resulting patient injury. The hp received the replacement device and continues to perform apd therapy without further reported difficulty.